Event description:
It was reported that the connection between the female luer of an interlink extension set and a non-baxter product slackened during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received two samples for evaluation, the actual sample and also a sample from a different lot. The samples were visually inspected, functionally tested, and gauge and pressure testing was performed. The reported condition could not be confirmed on either sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.